Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was not visible due to a bad backlight inverter. The remote service engineer (rse) was informed of the issue by the customer. The customer requested the part number for a replacement user interface (ui), which the rse provided. In a good faith effort (gfe) response from the customer received on (B)(6) 2025, it was stated that no part was ordered because the customer replaced the ui assembly with one that they already had onsite. It was confirmed that the part replacement resolved the issue, the device was returned to full functionality and was returned to use. The replaced ui assembly will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.